Event description:
A facility reported that when the mayfield infinity skull clamp (a1114) is on the patients head and in locked position, it still moves. Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.